Manufacturer narrative:
(B)(4). Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer was taking the reservoir out and the ring around the chamber cracked and came off the device. The customer¿s blood glucose level was 153 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.